Manufacturer narrative:
Device passed the self test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. The audio beep alert or alarm feature functioned properly. No audio beep alarm or absence of alarm anomaly noted. Insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump does not alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump has not alarmed him when he was out of insulin. He advised that he would know because he would keep blousing and blood glucose would go up and he would see he was out of insulin. They did run the displacement test on the pump, which passed. The insulin pump will be returned for analysis.